Event description:
It was reported to philips that the heartstart mrx defibrillator intermittently failed the defib test during the operational check. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.